Event description:
Procedure was done on a patient diagnosed with spinal stenosis of the lumbar region and lateral listhesis stenosis. During surgery, at the level of the fifth lumbar vertebra (l5) the distal 15 mm of the pedicle probe (also referred to as a gear shift or pedicle finder) broke off and remained in the bone. The 15 mm broken piece was unable to be retrieved.====================== manufacturer response for pedicle probe ======================no response.